Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that tower door 1 had failed and was displaying a failed hardware indication. A field service engineer (fse) failed the tower using the emergency release, then recovered the tower, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower was not recognized. The user stated that rebooting did not resolve the issue. The tower did not appear in the failed hardware list, so recovery was not possible. The tower was not visible in the system at all, yet it had failed and prevented the removal of medications. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.